Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon attempted a few times but the insert wouldn't fit into the tibial tray.